Manufacturer narrative:
(B)(4). This MDR was previously submitted and received by the FDA within the required 30 day reporting time frame bearing the registration number of cardinal health in error due to a reporting software discrepancy (report number 1423537-2011-00034). Carefusion has discussed with and been advised by (B)(6) of the FDA's office of surveillance and biometrics in the (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. In addition, the investigation has been completed and is as follows: one sample was received for evaluation. During visual inspection, it was noted that the coaxial was actually 17 gauge and 10cm instead of a 19 gauge and 15cm. Therefore, the reported condition was confirmed. No issues were found during documentation review of the device history records for the lot reported that could result in the reported condition. The root cause of this incident could not be determined. However, an investigation was initiated in order to identify possible causes and a proper action plan to eliminate this kind of issue.

Event description:
It was reported to the sales representative that the introducer needle size should have been 19g x 15cm but instead it was packaged with a 19g x 10cm introducer needle. There was not a problem with the actual biopsy needle just the introducer. The doctor was doing a lumbar disc biopsy and was concerned that if the user is not paying attention they could pierce the aorta. However, there was no patient injury. The sales representative indicated they have checked the rest of the physician's inventory and there does not seem to be any other problems.